Event description:
It was reported that during surgery, the housing was split in two. The housing opening could cause the non-sterile battery to be exposed to the surgical site. There were no reported adverse consequences, medical intervention or significant delays.

Event description:
It was reported that during surgery the housing was split in two. The housing opening could cause the non-sterile battery to be exposed to the surgical site. There were no reported adverse consequences, medical intervention or significant delays.